Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module master software version for this device is 5.09.90. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. There was no information provided about when, or in which care area, this event occurred. The facility representative was also not able to give information about patient/user involvement, injury or medical intervention. This condition has the potential to interrupt delivery. The user interface module is unknown at this time. The customer is unwilling to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Quality engineering has determined that the depleted batteries resulted from user error. A service history review revealed that the device has been serviced seven times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery"/"not holding charge"/"damaged battery/lithium battery." During previous servicing the battery and battery harness have been replaced. A device history record review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.